Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. The device logs and the replaced parts have been requested. A supplemental medwatch will be provided after investigation. (B)(4).